Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Viality unit was leaking from the sides during the washing process, using auraclens.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. The reported issue was caused by rapid vacuum changes during the procedure. These changes can cause the chamber body to flex. This flexing can cause the sliding door to "walk" or shift out of position and cause a leak. The flexing can also cause the foam tray securement tabs to loosen, and the tray shifts out of position, allowing a gap between the bottom of the chamber and the foam tray. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.